Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false resistance was observed by the customer. There was no report of patient's impact. The following information was provided by the initial reporter: " errors on antibiograms."

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false resistance was observed by the customer. There was no report of patient's impact. The following information was provided by the initial reporter: " errors on antibiograms."

Manufacturer narrative:
H.6 investigation summary this complaint alleges a false resistance on a mgit 960 instrument (p/n 445870, s/n (B)(6)). The customer called in to report that the antibiograms in drawer a had a strange resistance profile and when the same test was repeated on drawers b and c the results returned as expected. A field service engineer (fse) arrived onsite to replace the drawer. After the replacement the instrument was running as expected. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is unknow at this time, this is an confirmed failure of a bd product. Complaint history for results was reviewed for the month of april. The upper control limit was not breached, and trends were not identified associated with this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review. Per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is delay in results, which is an s3; reference row ID 3.4. H3 other text : see h.10.